Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on may 24, 2023. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head was returned with all bands attached, some of them were moved from their position and overlapped. The suture thread was broken, possibly at the time of removing the device. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. Additionally, the handle had marks of trip wire secured. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head was returned with all bands attached, some of them were moved from its position and overlapped, and the ligator head teeth were damaged/bent. These suggest that the device could not deploy. It is possible that the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. The returned suture thread was broken. Since there was no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 24, 2023: it was reported that the exact type of procedure performed was ligation. Additionally, there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.